Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the mix motor to resolve the issue. (B)(4).

Event description:
A customer reported generating erroneously high potassium (k) results on their au680 analyser and when repeated they were normal. The results were not reported from the laboratory snd there was no change to patient treatment. No patient data were provided.